Event description:
Pt admitted to ER with rapid ventricular tachycardia. Pt attached to AED but AED not turned on. Pt was also attached to a dash ECG monitor which was displaying pt's rhythm. Nurse asked to do daily check of monitor which she did, not realizing pt was attached to AED. Pt received 5 jules shock. Pt had no change in rhythm.